Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was attempted to be implanted. Multiple recaptures and redeployments were performed. After the second recapture of the closure device, the physician felt like the closure device no longer effectively anchored to the tissue. A second 20mm watchman flx laa closure device was then used. Three to four recaptures of this closure device were attempted before releasing the closure device into the laa. Approximately five minutes following the release of the closure device, echocardiography noted a new pericardial effusion at the apex of the left and right ventricle that resulted in cardiac tamponade. A pericardiocentesis was performed, and 530ccs of blood was drained. The cardiothoracic (CT) surgeon then placed a chest window. The pericardial effusion stopped growing following the chest window and the surgeon only observed a small clot in this area. The patient was transferred to the intensive care unit (ICU) for observation overnight. The patient was later discharged to a skilled nursing facility in stable condition.